Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient's mother reported the patient's blood glucose levels rose to 21.4 mmol/l (385.2 mg/dl) while wearing the pod on the patient's leg for between 5 and 24 hours. The mother removed and applied a new pod. Patient's blood glucose levels slowly went down to range after a 3 unit correction was delivered. The device was returned and investigated. The exposed portion of the soft cannula was observed to be damaged.